Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "she experienced a pump malfunction that created an enormous blister of blood and fluid." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. On (B)(6) 2021, the distributor of infutronix reported additional information for the complaint "just wanted to let you know that we've tried reaching out to the facility and they said no patient has reported having this issue. The patient was upset and hung up on the phone abruptly before any additional information could be taken when they reported it. From a clinical standpoint, the blister that formed wouldn't have been caused by the pump but appears to be a potential allergy to the adhesive they use at the insertion site. The patient for some reason chose not to tell their doctor about this incident so we don't have anymore details."

Manufacturer narrative:
On 10/01/2021, a distributor of infutronix provided follow up information on behalf the patient end user : pump will be back for evaluation. On 10/20/2021, the distributor of infutronix provided additional information :"called the patient today again and finally spoke to the patient who stated they still have the pump and is in the process of sending it to us." On 10/26/2021, the distributor of infutronix provided additional information :"I called this patient today and she did not respond to the call. This was the third time reaching out to her and she has not used the label that was sent to her on 10/1/2021." On 10/28/2021, infutronix followed up with the distributor three times about the affected pump return status. No return information was received from the patient. The complaint will be closed as no device is returned. The reported issue could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00046.